Manufacturer narrative:
Additional information has been requested but unknown at this time. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, several non-reportable phenomena such as minor corrosion on the rear panel, minor scratches on the top cover, and minor scratches on the front panel were identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the blacked out front panel display and color bar being displayed on the monitor could not be identified, nor could the phenomena be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being created to include the following information by the customer: b5/event description: the procedure was diagnostic (cystoscopy), there was no delay, it was not known whether the patient was under anesthesia at the time, and the procedure was completed with the same device. D10/concomitant medical products: a37025a (serial # (B)(6)).

Event description:
The procedure was diagnostic (cystoscopy), there was no delay, it was not known whether the patient was under anesthesia at the time, and the procedure was completed with the same device.

Event description:
The customer reported to an olympus field service engineer that sometimes the front panel display has been blacking out on the visera elite ii video system center, and the color bar is present on the monitor display. These issues were found during a diagnostic procedure (cystoscopy) and there was no patient harm associated with the event. Additionally, it was reported that the procedure was completed with a similar device.

Manufacturer narrative:
According to the customer, the device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.